Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2018, the patient presented in the emergency room with abdominal pain and cramping. A urine sample was collected and a cardinal health rapid test hcg cassette produced a negative hcg result at 11:55 am. At approximately 2:12 pm, a CT scan was conducted due to the abdominal pain and cramping. The customer stated the decision to perform the CT scan was dependent on the negative hgc result or an ultrasound would have been conducted. A pregnancy was detected on the CT scan. Subsequently, a quantitative serum test was ordered and at 4:49 pm a beta-hcg result of 68 miu/ml was obtained. A repeat test was performed using a second cardinal health rapid test hcg cassette and the original sample and produced a second negative hcg result. Troubleshooting was conducted with the customer. The customer was advised that dilute samples that may not contain representative levels of hcg.

Manufacturer narrative:
Investigation conclusion: retention devices of the reported complaint lot were tested with the returned patient urine sample and the results were read at the 3-4 minute read time. The results were negative, the complaint was replicated. Therefore, the sample was sent for quantitative hcg analysis. Quantitative hcg analysis for the patients returned urine sample produced a mean result of 8.3 miu/ml. This accurately matches the negative results observed during in-house device testing as well as the reported hcg results using the patients urine sample. A review of manufacturing batch records did not uncover any abnormalities. It was reported that the quantitative analysis of the patients serum sample was 68miu/ml. This does not match the 8.3miu/ml results obtained from the returned urine sample. Since the sample types were different, it is possible that the urine sample was dilute. Per pi, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. Based on the information available, there is no indication of a product deficiency and no corrective action is required.